Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 2 infusion set fell off during use events on (B)(6) 2024 and (B)(6) 2024. The events occurred within 10 hours of insertion. The blood glucose level was 150 mg/dl at the time of first event and 260 mg/dl at the time of second event. No further information was available.

Manufacturer narrative:
(B)(4) - device 1 of 2.